Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 551mg/dl. The customer blood glucose level was 235mg/dl at the time of incident .customer had symptoms vomiting. Customer was treated with insulin pump. Troubleshooting was performed. Based on customer report customer did not allege pump was under delivering. The product will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information received. The customer stated that she had surgery, and told the staff not to disconnect the insulin pump from her. The customer states that it turned off during surgery, causing the high blood glucose levels.